Event description:
The customer stated that she received a low blood glucose reading of 24 mg/dl using her breeze2 meter. She did not allege any adverse events. While troubleshooting, the customer performed control tests and received a result of 45 mg/dl. The normal control range was 90-123 mg/dl. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.